Event description:
The description of the event is reported as: the skin of the pt remained stuck in the stapler during installation. This is the second incident for this institution for this product. No pt injury reported. No further info available.

Manufacturer narrative:
Sample requested, but has not been received at time of this report. Investigation is ongoing. A follow up report will be sent when available.